Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had infusion rate either runs too high or too low, doesn't stay within parameters. There was no patient involvement.

Manufacturer narrative:
Correction: medical device manufacturer, returned to manufacturer on, reporting office and manufacturer narrative. Investigation summary: the reported issue of the rate outside of parameters could not be confirmed. Extensive laboratory testing could not identify or replicate the reported issue. The inspection and testing process did not identify any existing malfunctions. Rate accuracy testing was performed on the suspect pump module, and no instances of unregulated flow were observed. Testing was conducted at five different infusion rates, including the device extremes (i.e., 0.1 ml/hr, 10 ml/hr, 100 ml/hr, and 999 ml/hr). The device infused within specification at the reported incident infusion rate. Laboratory testing of the suspect pump module confirmed the device to be delivering fluid within specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance for infusion pumps. The sear was also found to properly close the administration set safety clamp when the door was opened. The alaris¿ system with guardrails¿ suite mx user manual v12.3.2 notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. Per product labeling, alaris system user manual (v12.3), states within warnings and cautions, to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. Before loading the administration set, the pcu should first be powered on to allow a self-test to provide the clinician with verification of the operational safety and correct functioning of alarms for the system. After the self-test is complete, a primed infusion set can be loaded into the device. In the event the infusion set¿s safety clamp is left in the open position and the roller clamp is open, unregulated flow can occur. In this situation, a high priority, non-silenceable alarm will occur, with a scrolling message on the pump module that the safety clamp is open and to close the door. It is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had infusion rate either runs too high or too low, doesn't stay within parameters. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the rate outside of parameters could not be confirmed. Testing could not identify or replicate the reported issue. Laboratory test results performed on the reported suspect device confirmed the pump module to be operating within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2011 fluid delivery performance testing for infusion pumps. The alaristm system with guardrailstm suite mx user manual v12.3.2 notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had infusion rate either runs too high or too low, doesn't stay within parameters. There was no patient involvement.